Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the temperature on the heating/cooling system would not go above or below 25 degrees celsius. The customer continued to troubleshoot the unit to complete the case. The device was not changed out as a backup unit was available. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The complaint was not confirmed. The field service rep (fsr) was unable to duplicate the problem. The fsr replaced a capacitor and voltage regulator as a precautionary measurement. The unit operated to manufacturer specifications and was returned to clinical use. If additional info becomes available on this complaint that would alter the facts and/or conclusions, a supplemental report will be filed accordingly.